Event description:
A male with lung disease and cerebral infarct underwent aaa repair in early 2009. The pt's anatomical form was considered suitable for endovascular repair although the left iliac artery was with tortuosity and calcification. The procedure went as labeled. After deployment of the grafts, a type iii endoleak from the contralateral iliac leg graft was confirmed. The physician suspected that the iliac leg graft was damaged since a gap between the limb of the main body and the iliac leg graft was located at the tortuous and calcified site in the left iliac artery. There was also a confirmed proximal type 1 endoleak. Another iliac leg graft of the same size was deployed inside the contralateral iliac leg graft and the resolution of the type iii endoleak was confirmed. The main body extension was deployed at the proximal site of the main body and the resolution of the type 1 endoleak was confirmed. A suspected type ii endoleak remained. Pt is recovering.

Manufacturer narrative:
The development of the zenith device followed qsp01 and successfully completed all verification and validation activities showing the device met the design requirements and that the requirements met the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. Specifically, the IFU warns that significantly calcified, occlusive, tortuous or thrombus-lined vessels may preclude successful placement of the graft. Additionally, the IFU states the stent overlap range between the contralateral leg graft and main body should be, at a minimum, of 1 full stent. The device remains implanted and no images were provided to assist in this investigation. At this time, with the information provided, we are unable to determine the exact cause of the endoleak. However, we have notified the appropriate individuals and we will continue to monitor for similar events.